Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified a fractured implant collar and damaged to the implant body as well, most likely from removal process. Functional testing could not be performed due to the nature of the event (fracture). The devices had been placed on tooth locations #30 for approximately 6 years 10 months. X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant platform fractured resulting in the crown becoming loose. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported by the customer that the implant platform fractured resulting in the crown to become loose. The implant was removed and replaced.